Manufacturer narrative:
The full number for the product in question is (B)(4), (B)(6) 2003. The full and complete customer telephone extension number is (B)(4). Immucor technical support received customer faxes of reports to assess.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an unexpected negative antibody crossmatch when using capture-r ready indicator red cells by manual capture method, when tested on (B)(6) 2018.